Event description:
It was reported that after the stent was deployed, it was found that the stent was the wrong size. Reportedly, the stent delivery device handle said that it was an 8 x 60 but it had an 8 x 40 stent instead. The lot number matched the box.

Manufacturer narrative:
This report is being submitted, as this product is the same or similar to a device currently distributed in the u.s. The review of the manufacturing records show that no remarkable incidents occurred. This product has been returned. The investigation is still underway.